Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to the procedure. The implantable cardioverter-defibrillator exhibited post-paced t wave oversensing. No therapy was received. Programming changes and defibrillation threshold testing were performed, and the patient continued to be monitored. The device was then explanted and replaced due to eri. The patient was in stable condition.